Event description:
Procedure: colon resection. According to the reporter: the device did not cut completely. An additional firing was done with a new cartridge, but the jaws would not open, additional tissue resection and manual suturing were required. Bleeding was reported as under 200 cc.